Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 808:03. It is unknown when this event occurred. The facility representative stated that there were no reports of patient injury or medical intervention. During the product evaluation at baxter, it was discovered that failure code 808:03 occurred during infusion which caused an interruption during delivery. No additional information is available. The user interface module master software version for this device is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause was a faulty phm (pumphead module). The phm has been replaced. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review revealed that this device has not been previously serviced for the reported condition. A trend review has been performed and there have been similar reports made to baxter. The root cause will be investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).